Event description:
A surgeon reported a pt experienced a posterior capsule rupture during cataract surgery. An anterior vitrectomy was performed during the same procedure. The surgeon suspects a defective tip to be the cause. The product was discarded by the customer. Additional info has been requested.

Manufacturer narrative:
There was no sample returned for evaluation and no additional info provided related to this event. For this reason steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. All single use I/a tips are 100% visually inspected prior to their release. (B)(4).